Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 3/29/2024, it was reported by a sales representative via email that the sutures of an ar-1588btb-2j tightrope ii btb sawed through the bone block as the surgeon was advancing the graft up the femoral tunnel. Everything was removed from inside the patient, and another ar-1588btb-2j tightrope ii btb was used. This was discovered during an acl procedure on (B)(6) 2024.